Event description:
It was reported, that a patient presented to clinic for follow up. The atrial lead exhibited noise oversensing, resulting in auto mode switch and pacing inhibition. Additionally, the atrial lead exhibited high threshold. The atrial lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
Further information was requested, but not yet received.